Event description:
The customer called to report that she was getting multiple motor error alarms during the prime process. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and confirmed motor error and other error alarms in the alarm history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.